Manufacturer narrative:
A) user reported issue was confirmed. Device was found to have a speaker issue. The device was repaired and retested to meet all the specifications on 03/18/2015. B) the initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on (B)(4) 2016. C) zyno medical submitted an e-MDR (3006575795-2016-00047_complaint (B)(4)) through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported "alarms not working". The device had no audible alarm. No patient was involved in this case.